Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Painful inside vagina [vulvovaginal pain]. Cramping lower pelvic area [abdominal pain]. Painful outside vagina - female genital [genital pain]. Had to have my husband help me manually remove the tampon - vagina [foreign body in reproductive tract]. Entire string pulled out - tampon [device breakage]. Went to remove the tampon, the entire string pulled out [complication of device removal]. End and center of the string was frayed - tampon [device physical property issue]. Case description: consumer reported via phone that the tampon string pulled out during removal, and the tampon became stuck in her vagina. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Painful inside vagina [vulvovaginal pain]. Cramping lower pelvic area [abdominal pain lower]. Painful outside vagina - female genital [genital pain]. Had to have my husband help me manually remove the tampon - vagina [foreign body in reproductive tract]. Entire string pulled out - tampon [device breakage]. Went to remove the tampon, the entire string pulled out [complication of device removal]. End and center of the string was frayed - tampon [device physical property issue]. Case description: consumer reported via phone that the tampon string pulled out during removal, and the tampon became stuck in her vagina. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on october 28, 2021. An investigation is in progress for returned product received on december 10, 2021.

Event description:
Painful inside vagina [vulvovaginal pain]. Cramping lower pelvic area [abdominal pain lower]. Painful outside vagina - female genital [genital pain]. I had to have my husband help me manually remove the tampon - vagina [foreign body in reproductive tract]. Entire string pulled out - tampon [device breakage]. Went to remove the tampon, the entire string pulled out [complication of device removal]. End and center of the string was frayed - tampon [device physical property issue]. Case description: consumer reported via phone that the tampon string pulled out during removal, and the tampon became stuck in her vagina. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Painful inside vagina [vulvovaginal pain]. Cramping lower pelvic area [abdominal pain]. Painful outside vagina - female genital [genital pain]. Had to have my husband help me manually remove the tampon - vagina [foreign body in reproductive tract]. Entire string pulled out - tampon [device breakage]. Went to remove the tampon, the entire string pulled out [complication of device removal]. End and center of the string was frayed - tampon [device physical property issue]. Case description: consumer reported via phone that the tampon string pulled out during removal, and the tampon became stuck in her vagina. No serious injury was reported.